Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and two mesh products were implanted. It was reported that the patient underwent exploration of the abdominal wall, excision of abdominal wall sinus and partial mesh excision on (B)(6) 2015 during which the surgeon excised a portion of the previously placed mesh. The wound was irrigated. It was reported the patient experienced severe pain, sinus tract, scarring, abscess, inflammation, stress and anxiety. No additional information is provided.